Manufacturer narrative:
(B)(4) follow-up emdr for device evaluation: four physical unused samples of lot number 0001459781 were provided to our quality team for investigation. A visual and functional inspection was performed to the returned samples. The functional inspection consisted of removing the protectors from the introducer needle. Loading the introducer needle into the proximal end of the catheter assembly, ensuring a complete engagement of the introducer needle hub and the catheter valve hub. Then, exert downward pressure on the tip of the introducer needle. An acceptable unit should unlock the blunt needle so it can retract, and the color-change indicator should change from white to red during this motion. All samples were found acceptable during the visual inspection and functional inspection. No anomalies were detected. Based on the functional and visual inspection performed, the failure mode could not be confirmed. A review of the internal manufacturing device records and raw material history files for the reported lot number 0001459781 was performed and no recorded quality problems or rejections related to this incident were found. Product undergoes inspections during manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. Based on the available information we are not able to identify a root cause at this time. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends.

Event description:
Safe-t-centesis 8fr catheter drainage kit. Needle did not retract as designed to when using for fluid drainage access. The red/green resistance indicator is not functioning. Blunt tip appears to show resistance after 1-2mm pressure. Other stock checked and also not suitable. [(B)(6) 2023] - [(B)(6)] - regrading " the red/green resistance indicator is not functioning."- was the visual color indicator not visible or remains visible after entering a cavity? = the colour indicator is not visible at all - was there any medical intervention required including diagnostics, procedures, and treatment delay? = were unable to complete paracentesis procedures on 2 x patients over a week period. Delays to care while a working set was found. - how was the issue resolved? = affected lots were removed and found another lot which was able to be used successfully. On one occasion, an alternative drain was attempted to be used, however did not provide sufficient drainage as was a shorter system. - was the needle dull? = needles weren¿t dull ¿ the retraction device did not work, meaning the needle was not exposed, and therefore could not puncture the skin during procedure. [28-aug-2023] - received an email replies from complainant for information requested. Answers added in follow up tab. Refer email attached. [(B)(6)] we sent 2 different lots because several attempts on 2patients were unsuccessful, in identical manner as described already, with both lot numbers. 1. Can we confirm both defects (needle retraction & red/green resistance indicator failure) are happened on 2 patients? Or one defect occurred with 1st patient and the other occurred with a 2nd patient?[] yes 2. Can we confirm both lots (0001476924 and 0001459781) associated with these 2 defects (needle retraction & red/green resistance indicator failure)? [] yes.

Manufacturer narrative:
Pr (B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. Device problem code: a090205. Patient problem code: f26.

Event description:
Needle did not retract as designed to when using for fluid drainage access. The red/green resistance indicator is not functioning. Blunt tip appears to show resistance after 1-2mm pressure. Other stock checked and also not suitable. (B)(6) 2023 - (B)(6). - regrading " the red/green resistance indicator is not functioning."- was the visual color indicator not visible or remains visible after entering a cavity? = the colour indicator is not visible at all . - was there any medical intervention required including diagnostics, procedures, and treatment delay? = were unable to complete paracentesis procedures on 2 x patients over a week period. Delays to care while a working set was found. - how was the issue resolved? = affected lots were removed and found another lot which was able to be used successfully. On one occasion, an alternative drain was attempted to be used, however did not provide sufficient drainage as was a shorter system. - was the needle dull? = needles weren¿t dull ¿ the retraction device did not work, meaning the needle was not exposed, and therefore could not puncture the skin during procedure.